Event description:
It was reported that the struts were damaged. A 50% stenosed target lesion was located in the moderately tortuous and moderately calcified left anterior descending (lad) diagonal artery. A 8 x 2.50 promus premier select drug-eluting stent was selected for in a percutaneous transluminal coronary angioplasty (ptca) procedure. During the procedure, the stent was advanced, the device was positioned at the lesion site, but the stent was failed to be deployed. The physician removed the stent from patient and noticed the struts were damaged. The procedure completed successfully with another same device. There were no patient complications and the patient was stable post procedure. It was further reported that the stent could not be used because the stent did not pass through the lesion properly and stent was damage noted.

Manufacturer narrative:
Device evaluated by manufacturer: a 8 x 2.50 promus premier select drug-eluting stent delivery system was returned for analysis. A visual examination of the crimped stent identified that the stent struts were damaged. Stent struts at the distal end of the stent were damaged and bunched, pushing the struts in a proximal direction away for the proximal end of the distal markerband. Due to the damage it was not possible to measure the outer diameter (od) of the crimped in accordance with device specification. A review was performed into the manufacturing stent crimp data for this batch. The crimped stent od (outer diameter) for batch 27045295 was measured at the time of manufacture. A review of the crimp data for catheter batch 27017323-005 identified that the maximum stent crimp profile was within maximum the crimped stent profile measurement, taken during the manufacture of the batch. The balloon cones were reviewed and it was identified that the proximal fold was opened outwardly. It is likely that this occurred due to compression forces subjected to the crimped stent and balloon, during the attempts to cross the lesion. No other damage was present along the balloon. A visual and microscopic examination of the bumper tip identified no tip damage. A visual and tactile examination of the hypotube shaft found no kinks. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found no kinks or damages were identified along the shaft polymer extrusion. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
It was reported that the struts were damaged. A 50% stenosed target lesion was located in the moderately tortuous and moderately calcified left anterior descending (lad) diagonal artery. A 8 x 2.50 promus premier select drug-eluting stent was selected for in a percutaneous transluminal coronary angioplasty (ptca) procedure. During the procedure, the stent was advanced, the device was positioned at the lesion site, but the stent was failed to be deployed. The physician removed the stent from patient and noticed the struts were damaged. The procedure completed successfully with another same device. There were no patient complications and the patient was stable post procedure. It was further reported that the stent could not be used because the stent did not pass through the lesion properly and stent was damage noted.

Event description:
It was reported that the struts were damaged. A 50% stenosed target lesion was located in the moderately tortuous and moderately calcified left anterior descending (lad) diagonal artery. A 8 x 2.50 promus premier select drug-eluting stent was selected for in a percutaneous transluminal coronary angioplasty (ptca) procedure. During the procedure, the stent was advanced, the device was positioned at the lesion site, but the stent was failed to be deployed. The physician removed the stent from patient and noticed the struts were damaged. The procedure completed successfully with another same device. There were no patient complications and the patient was stable post procedure.